Event description:
It was reported that the device requested the sensor code during a sensor session. The sensor was inserted into the arm on (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).